Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Test strips were not returned for evaluation. Meter was returned-evaluation in process. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 147 and 113mg/dl. The customer¿s expected am fasting blood glucose test result range is 98-102mg/dl. The customer feels well and did not report any symptoms. Customer stated she had gone to her doctor's office that day due to the high blood glucose test results. Customer had tested at the doctor's office and obtained the result of 147mg/dl using true metrix meter; customer's blood glucose test result using the doctor's device had been 101mg/dl fasting. Doctor said customer was fine and advised customer to call and get a replacement meter. No treatment was giving to customer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2022 and open vial date is (B)(6) 2021 (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (date/time not set): result 1: 147 mg/dl date: (B)(6) 2021 time: 11:30 pm fasting, result 2: 113 mg/dl date: (B)(6) 2021 time: 08:51 pm fasting, result 3: 86 mg/dl date: (B)(6) 2021 time: 05:34 pm fasting, result 4: 101 mg/dl date: (B)(6) 2021 time: 05:32 pm fasting, result 5 : 96 mg/dl date: (B)(6) 2021 time: 05:27 pm fasting.

Manufacturer narrative:
Sections with additional information as of 02-feb-2022: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-006: passed expiration date.